Manufacturer narrative:
Investigation found that the pump failed volumetric accuracy tests by +/-5%. The pump was recalibrated to resolve the issue.

Event description:
Customer alleged that the pump under infused by 135 ml. The customer overfilled the admin set by 100 ml. The total bag volume and volume to be infused were 1700 ml and 1600 ml. When the tpn was completed, there was still 235 ml left. The rate was 106.7 ml/hr.